Event description:
It was reported to technical services that this rv lead had loss of capture with impedances over 2500 ohms on (B)(6) 2011. Patient had syncope with escape heart rate around 10 bpm so did have pause in pacing greater than 2 seconds. Emt arrived and started transthoracic pacing. Patient was taken to (B)(6) hospital where a temporary pacing wire was passed. Apparently patient has other abandoned unidentified leads in heart that may require extraction. Ors will be passing new rv lead today. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).